Event description:
It was reported that the customer experienced an elevated blood glucose level in the 500s mg/dl. Cause was not known. Customer took no action to address the blood glucose level. Recommendation was made to consult with a healthcare provider regarding diabetes management.